Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files could not confirm the reported left ventricular assist device (lvad) fault alarm. A specific cause for this reported alarm could not be conclusively determined. The system controller event log files associated with (B)(6) contained events from 22aug2023 through 24aug2023, per the timestamps. Several manual speed adjustments were observed throughout the files; however, no lvad fault alarms were captured. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the lvad fault alarms, as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2023, the care providers were adjusting the speed and low speed limit settings for the lvad, and an lvad fault alarm occurred. The alarm resolved after further adjusting the speed settings and did not show in the alarm history. It was further reported that the patient's abdominal infection was related to septicemia caused by ischemic colitis and was not related to the lvad.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an abdominal infection on (B)(6) 2023 that was associated with worsening abdominal pain and ileus, a repeat computed tomography scan taken on (B)(6) 2023 revealed increased peritoneal enhancement. Wound cultures were positive for proteus vulgaris. The infection was treated with serial wound washouts. The patient's left ventricular assist device (lvad) parameters changed significantly since (B)(6) 2023 at 2200. The lvad flows decreased from the mid 5's at baseline to as low as 3.8. This occurred during surgery for an abdominal infection and the pump speeds increased after the abdominal packing was removed. On (B)(6) 2023, the patient was placed on broad antibiotics from ceftazidime/avibactam, plus metronidazole in the setting of worsening clinical status given the patient's history of extensive antibiotic exposure. A bedside echocardiogram revealed a the septum was bowing leftward and the left ventricule was much smaller than prior. The pump speed was manually lowered to reduce of suction. This flow equalized with the right ventricular assist device (rvad) without speed changes. The pulsatility index (pi) fluctuated between 1-9. The parameters changed with the patient's position. As of (B)(6) 2023, the patient's abdomen wound was still open. A plan was made for the patient's treatment to be extended to a five-day course of piperacillin/tazobactam.